Manufacturer narrative:
Product analysis confirmed the looseness at the tip of the flexible arm. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with intervertebral disc herniation for spinal therapy. It was reported that there was looseness at the tip of the flexible arm. There was less than 60 min delay in the surgical procedure. There was no patient symptom reported for the event. There was no further symptoms reported.